Manufacturer narrative:
Additional information was received from the international business coordinator (ibc) on 09/13/2018 and the associated fields were updated. The investigation summary below was unchanged. No medical records have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. Photographs have been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that the dialysis catheter was implanted in the patient's right ij (internal jugular) vein. The extension tube of the catheter turned white and was reported to be emulsified when dialyzed approximately four months after insertion. The catheter was removed and a new device was placed. There was no reported patient injury.

Manufacturer narrative:
No medical records have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. Photographs have been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the dialysis catheter extension tube expanded. There was no reported patient injury.

Event description:
It was reported that the dialysis catheter was implanted in the patient's right ij (internal jugular) vein. The extension tube of the catheter turned white and was reported to be emulsified when dialyzed approximately four months after insertion. The catheter was removed and a new device was placed. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the lot met all release criteria. DHR was reviewed and no deviations/issues were identified associated with this problem in regards to product materials or during packaging, manufacturing or qc inspection processes. All necessary inspections were performed throughout all the manufacturing, packaging and inspection activities and for raw material utilized in the manufacture of this lot, in regards to the described problem. Investigation summary: one electronic photo of hemosplit catheter extension legs and one radiographic image were returned for evaluation. A photo review and radiographic image review were performed. The investigation is inconclusive for extension leg expansion as there was not enough information provided to confirm or unconfirm the reported event. Only part of the extension legs is visible in the photo. The radiographic image review could confirm that the hemodialysis catheter was located on the right side of the patient¿s chest, but did not confirm or unconfirm the reported event. The definitive root cause could not be determined based upon available information. The clinical circumstances of at the time of the event are not fully known. It is unknown if procedural issues contributed to the reported event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.